Event description:
Complaint received from clinic that alleges "customer notified clinic 1 week after treatment that he sustained 2nd and 3rd degree burns after treatment". Product not received for eval or review. No add'l info received from clinician/patient.